Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation, the rear response button was non-functional. The cause for the failure was contamination on the response button contacts. The monitor's rear response button cover was missing. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that monitor had non-functional response buttons.